Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) hospital. (B)(6), md. Radiology ¿ CT pelvis. Findings: unenhanced axial images were obtained of the pelvis. Bladder, ureters appear normal. No ascites, enlarged nodes, or inflammatory change. High attenuation material is noted in the inguinal regions bilaterally suggestive of material related to previous surgery. Records between (B)(6) 2008 and (B)(6) 2011 were not provided. (B)(6) 2011: (B)(6). (B)(6), md. Radiology-us [ultrasound] scrotum and contents. Findings: right testis: flow right testis. Small hydrocele. Epididymal cyst 1.3 mm. Left testis: flow left testis. Small hydrocele. Epididymal cyst 2.9 mm. No evidence inguinal hernia. Impression: no evidence testicular torsion. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect clinical code . H6: updated investigation finding . H6: updated investigation conclusion: d17: appropriate code/term not available for ¿false claim.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes (1695, 1932, 2069, 3191 other used for ¿open draining wound¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2008 through (B)(6) 2011 were not provided. Patient information: medical history: (B)(6) 2007: incarcerated left inguinal hernia reducible and indirect right inguinal hernia. Smoking . (B)(6) 2007: smokes ¾ pack daily x 11 years. (B)(6) 2019: nicotine dependence, cigarettes . (B)(6) 2007: weight 163 lbs. (B)(6) 2007: surgical site infection . (B)(6) 2007: cellulitis left extremity. Surgical procedures: (B)(6) 2007: laparoscopic bilateral hernia repair and excision of lymph nodes in the left groin. Implant: gore® dualmesh® biomaterial. (B)(6) 2007: diagnostic laparoscopy. Exploration of the left groin. Implant preoperative complaints: (B)(6) 2007: history and physical. ¿severe pain in left groin where an incarcerated hernia was noted. Hernia was reduced. Patient continued to have pain in the groin. Also, large lymph nodes in the left groin. Lymph nodes are enlarged in the right groin as well and an external oblique indirect inguinal hernia in the right inguinal area but this is not incarcerated. Diagnosis: incarcerated left inguinal hernia reducible and indirect right inguinal hernia. Plan: admit patient on pain control and plan for surgery.¿ implant procedure: laparoscopic bilateral hernia repair and excision of lymph nodes in the left groin. [Implant: gore® dualmesh® biomaterial, 1dlmc03/04958994, 10cm x 15cm x 1mm thick, oval]. Implant date: (B)(6) 2007. Description of hernia being treated: ¿the abdomen was exposed as well as the left groin. Pneumoperitoneum was created through a small infraumbilical incision. After that the three ports were inserted and evaluation of the abdomen was done. This was unremarkable except for two direct inguinal hernias one on the right and one on the left. No trapping was noted or incarceration but the patient had reduction in the incarceration in the emergency room.¿ implant size and fixation: ¿both hernias were small, shallow and after dissecting the sac we were able to patch the defect with dual mesh applied both to the right and left side using a protac. After this was done the port site was injected with marcaine. The pneumoperitoneum was evacuated and the port sites were then closed with vicryl. At this point at the left groin which had these large lymph nodes again could be a reaction to the hernia itself, it could be incarcerated but also this patient had an ulcer at the mid portion of the penis. His physician thought it could be herpes and he has been treated with valtrex. Anyway, this lymph node definitely appeared to be tender. He did have lymph nodes smaller on the right side because we did not have a full diagnosis. I agree with the patient that this partially could be responsible for the pain making the area tender. An incision was carried out and three large lymph nodes were dissected and removed. Small bleeders were cauterized and the incision was closed with vicryl.¿ relevant medical information: (B)(6) 2007: CT pelvis. ¿indication: left inguinal mass. Impression: postoperative changed. Minimal adenopathy. Small fluid collection on the left side.¿ (B)(6) 2007: history and physical. ¿pain in left groin. Groin has been draining clear fluid for the past two weeks after he had laparoscopic bilateral inguinal hernias and also had excision of huge lymph node of left groin. Thought it was a seroma and had been draining it. The wound was open and was fine and responding well to treatment, but keeps recurring and now pain is significant. CT unremarkable. The mesh seems to be in place. White count slightly elevated. Diagnosis: chronic lymphedema drainage. Possibility of wound infection has to be considered. Possibility of mesh involvement has to be considered. Even with the possibility of bladder laceration has to be considered. CT scan seems to be negative. Plan: diagnostic laparoscopy and wound exploration of left groin.¿ (B)(6) 2007: operative report. Pre/postop diagnosis: chronic seroma of the left groin. Operation: diagnostic laparoscopy. Exploration of the left groin. Indication: ¿the patient recently underwent bilateral laparoscopic inguinal hernia repair and excision of large lymph nodes in the left groin. He has been having this recurrent seroma of the left groin. It was very clear fluid. He had no other symptoms but has been consistent. The patient now has an elevated white count as well as some fluid in the pelvis seen on the CT scan but nothing significant. So, the decision was made to take him to the operating room where under general anesthesia he was prepped and draped in a sterile manner. First, a foley catheter was inserted. In our mind there was a possibility of some possible blood or injury which was communicating and produced this much fluid. So, the foley catheter was inserted and drained of all urine which was clear.¿ procedure: ¿a diagnostic laparoscopy was started after a small infraumbilical incision was made and the abdomen was then insufflated. Two trocars were inserted. There was really no fluid and no inflammation except for some adhesions between the omentum and pouch at the edges of the left dual mesh. So, these adhesions were dissected so we could see the mesh. At this point, about 200ml of methylene blue solution was injected through the foley catheter into the bladder. The bladder was distended but no extravasation was noted inside. So, we pretty much could rule out any possibility of communication or blood injury inside. At this point, the peritoneum was deflated. The bladder was still irrigated with methylene blue distended. A left groin incision was opened exposing a little bit of fluid collection which was yellowish clear. It was more like lymphatic fluid but there was definitely no blue. The wound was exposed and there was some inflammatory changes which we debrided. The wound was extensively irrigated with antibiotic solution. At this point, the bladder was drained. The bladder drained just blue fluids and the groins were completely normal. Basically, this was just a seroma and the wound was packed with iodoform. Two interrupted sutures of nylon were used to approximate the edges of the incision. After that pneumoperitoneum was evacuated. The port sites were injected with marcaine and closed with vicryl. A dressing was applied and the procedure was completed.¿ (B)(6) 2008: CT pelvis. ¿findings: unenhanced axial images were obtained of the pelvis. Bladder, ureters appear normal. 0 ascites, enlarged nodes, or inflammatory change. High attenuation material is noted in the inguinal regions bilaterally suggestive of material related to previous surgery.¿ (B)(6) 2011: ultrasound scrotum and contents. ¿findings: right testis: flow right testis. Small hydrocele. Epididymal cyst 1.3 mm. Left testis: flow left testis. Small hydrocele. Epididymal cyst 2.9 mm. No evidence inguinal hernia. Impression: no evidence testicular torsion.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic bilateral indirect inguinal hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, inflammation, open draining wound, seroma. Additional event specific information was not provided.

Manufacturer narrative:
Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6). Operative report. Pre/postop diagnosis: bilateral inguinal hernias ¿ indirect. Left inguinal adenopathy. Operation: laparoscopic hernia repair and excision of lymph nodes in the left groin. Description of procedure: ¿the patient under general anesthesia was prepped and draped in a sterile manner. The abdomen was exposed as well as the left groin. Pneumoperitoneum was created through a small infraumbilical incision. After that the three ports were inserted and evaluation of the abdomen was done. This was unremarkable except for two direct inguinal hernias one on the right and one on the left. No trapping was noted or incarceration but the patient had reduction in the incarceration in the emergency room. Both hernias were small, shallow and after dissecting the sac we were able to patch the defect with dual mesh applied both to the right and left side using a protac. After this was done the port site was injected with marcaine. The pneumoperitoneum was evacuated and the port sites were then closed with vicryl. At this point at the left groin which had these large lymph nodes again could be a reaction to the hernia itself, it could be incarcerated but also this patient had an ulcer at the mid portion of the penis. His physician thought it could be herpes and he has been treated with valtrex. Anyway, this lymph node definitely appeared to be tender. He did have lymph nodes smaller on the right side because we did not have a full diagnosis I agree with the patient that this partially could be responsible for the pain making the area tender. An incision was carried out and three large lymph nodes were dissected and removed. Small bleeders were cauterized and the incision was closed with vicryl. A dressing was applied and the procedure was completed.¿ (B)(6) 2007: (B)(6) operative record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04958994. W.l. Gore & associates. Specimens: #1 lymph node left groin. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04958994) was implanted during the procedure. [Missing records: records for the CT scan showing ¿fluid in the pelvis¿; ¿elevated white count¿; seroma were not provided.] (B)(6) 2007: (B)(6). Operative report. Pre/postop diagnosis: chronic seroma of the left groin. Operation: diagnostic laparoscopy. Exploration of the left groin. Description of procedure: ¿the patient recently underwent bilateral laparoscopic inguinal hernia repair and excision of large lymph nodes in the left groin. He has been having this recurrent seroma of the left groin. It was very clear fluid. He had no other symptoms but has been consistent. The patient now has an elevated white count as well as some fluid in the pelvis seen on the CT scan but nothing significant. So, the decision was made to take him to the operating room where under general anesthesia he was prepped and draped in a sterile manner. First, a foley catheter was inserted. In our mind there was a possibility of some possible blood or injury which was communicating and produced this much fluid. So, the foley catheter was inserted and drained of all urine which was clear. A diagnostic laparoscopy was started after a small infraumbilical incision was made and the abdomen was then insufflated. Two trocars were inserted. There was really no fluid and no inflammation except for some adhesions between the omentum and pouch at the edges of the left dual mesh. So, these adhesions were dissected so we could see the mesh. At this point, about 200ml of methylene blue solution was injected through the foley catheter into the bladder. The bladder was distended but no extravasation was noted inside. So, we pretty much could rule out any possibility of communication or blood injury inside. At this point, the peritoneum was deflated. The bladder was still irrigated with methylene blue distended. A left groin incision was opened exposing a little bit of fluid collection which was yellowish clear. It was more like lymphatic fluid but there was definitely no blue. The wound was exposed and there was some inflammatory changes which we debrided. The wound was extensively irrigated with antibiotic solution. At this point, the bladder was drained. The bladder drained just blue fluids and the groins were completely normal. Basically, this was just a seroma and the wound was packed with iodoform. Two interrupted sutures of nylon were used to approximate the edges of the incision. After that pneumoperitoneum was evacuated. The port sites were injected with marcaine and closed with vicryl. A dressing was applied and the procedure was completed.¿ there is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6). (B)(6). History and physical. Severe pain in left groin where an incarcerated hernia was noted. Hernia was reduced. Patient continued to have pain in the groin. Also, large lymph nodes in the left groin. Lymph nodes are enlarged in the right groin as well and an external oblique indirect inguinal hernia in the right inguinal area but this is no incarcerated. Diagnosis: incarcerated left inguinal hernia reducible and indirect right inguinal hernia. Plan: admit patient on pain control and plan for surgery. (B)(6) 2007: (B)(6). (B)(6). Radiology ¿ CT pelvis. Indication: left inguinal mass. Impression: postoperative changed. Minimal adenopathy. Small fluid collection on the left side. (B)(6) 2007: (B)(6). (B)(6). History and physical. Pain in left groin. Groin has been draining clear fluid for the past two weeks after he had laparoscopic bilateral inguinal hernias and also had excision of huge lymph node of left groin. Thought it was a seroma and had been draining it. The wound was open and was fine and responding well to treatment, but keeps recurring and now pain is significant. CT unremarkable. The mesh seems to be in place. White count slightly elevated. Diagnosis: chronic lymphedema drainage. Possibility of wound infection has to be considered. Possibility of mesh involvement has to be considered. Even with the possibility of bladder laceration has to be considered. CT scan seems to be negative. Plan: diagnostic laparoscopy and wound exploration of left groin. (B)(6) 2008: (B)(6). (B)(6). Radiology ¿ CT pelvis. Findings: unenhanced axial images were obtained of the pelvis. Bladder, ureters appear normal. No ascites, enlarged nodes, or inflammatory change. High attenuation material is noted in the inguinal regions bilaterally suggestive of material related to previous surgery. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.